Event description:
It was reported to boston scientific corporation in 2009, that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy with peg placement two days prior. According to the complainant, during the procedure, the loop on the end of the peg broke as the physician was pulling it through the stomach. There was enough sticking out of the stomach to grab with a pair of hemostats and pull it the rest of the way through. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.